Event description:
During a follow up, the device could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature and humidity testing. The battery was sent to the vendor for further analysis. No anomalies were found that would lead to premature battery depletion. The cause was undetermined.